Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for normal check, device was found to be at eri. Premature battery depletion was suspected. Device will be explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.